Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) is too hard when he tries to inflate, and the cylinders cannot get inflated due to this issue. The same happens when he tries to deflate. The patient wants a replacement. There were no patient complications.